Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. Concomitant medical products: part number: 431188, item name: s1s hip neck adapter, lot number: 100460; part number: unknown, item name: unknown stem spacer mold, lot number: unknown/ multiple MDR reports were filed for this event. Please see reports: 0001825034-2019-00346, 0001825034-2019-00344. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision procedure due to the dislocation which was found while the drains for the previous infection were being changed. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.